Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was emitting call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings: a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump powered on normally during testing; however the pump emitted a call service alarm that could not be cleared upon the first attempt to rewind the pump. The pump cover was removed, and an internal component failure was found. The component was replaced and reprogrammed; the pump was then able to be primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.